Event description:
It was reported that an error message 61 (non-recoverable system error) received on the arctic sun device. Per follow up information received on 28nov2022, the device would be sent to crs medical for repair. Technician would repair device. Patient continued therapy on a different device. No patient identifiers were given.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed processor circuit card. During testing, it was confirmed that the device received error 61. Processor circuit card was replaced. The device underwent and passed testing after all repairs. The did not meet specifications and was influenced by the reported failure. The device was in use on a device patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that an error message 61 (non-recoverable system error) received on the arctic sun device. Per follow-up information received on 28nov2022; the device would be sent to crs medical for repair. The technician would repair the device. Patient continued therapy on a different device. No patient identifiers were given.